Manufacturer narrative:
This report is submitted on november 09, 2022.

Event description:
Per the clinic, the device was electively explanted on september 27, 2022 due to pain. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 8, 2022.